Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, a blood detection error occurred during manipulation of polarfit system in the right inferior pulmonary vein (ripv) (already successful treated lspv and lipv). Blood was seen tracking back towards the console in the gas umbilical cable. The physician turned off the vacuum before blood made its way any further towards the console (halfway along cable) and removed the catheter from body to replace it. The issue was resolved, and the procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, a blood detection error occurred during manipulation of polarfit system in the right inferior pulmonary vein (ripv) (already successful treated lspv and lipv). Blood was seen tracking back towards the console in the gas umbilical cable. The physician turned off the vacuum before blood made its way any further towards the console (halfway along cable) and removed the catheter from body to replace it. The issue was resolved, and the procedure was completed with no patient complications. The device was returned for laboratory analysis.

Manufacturer narrative:
The polarx was evaluated by boston scientific. The polarx was visually inspected for any damage that would have led to the blood detection error seen in the field. Boston scientific's investigation findings identified a breach in the outer balloon which allowed fluid to ingress triggering a true blood detection error. Laboratory analysis was able to confirm the reported event.